Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with insulin. Customer indicated that they fell and the pump is scratched. Customer indicated that the pump is operating as designed and that they will follow up with their doctor about the high blood glucose. No further assistance was necessary.